Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to the inappropriate placement of the electrode array. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery. The device was received at the manufacturer without documentation and was subsequently determined to be an explant rather than a surgical reject.